Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number (B)(4) ((B)(4)) is now being used for MFR report number, replacing registration number (B)(4) ((B)(4)).

Event description:
It was reported that a portex® bivona® adult tts¿ tracheostomy tube cuff had ruptured and the balloon "tore/popped" while in use with a patient. The tracheostomy tube had been in-situ for an unknown time, but the patient and caregiver were made aware when the ventilator low pressure alarm was activated after insertion to the patient's tracheal site. The tube cuff had been filled with distilled water. Troubleshooting by submerging tube into water determined there was leakage. The event was resolved after another tracheostomy tube was inserted. No patient injury was reported. See MFR: 3012307300-2016-00264.

Manufacturer narrative:
One adult 6.0mm tts tracheostomy tube was returned for investigation. During functional testing, a syringe was used inflate the device cuff with 10cc of air; however, the cuff was unable to inflate due to a leak. The device cuff was then viewed under magnification and the appearance of abrasions/damage was noted at the location of the leak. Investigation was unable to determine the root cause of the cuff leak; however, no evidence was found to suggest an intrinsic product issue.